Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-aug-13 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were still having urine and bowel leakage for weeks. Patient stated that the urine was leaking again, and the fecal matter was continuously there. The patient stated that every time they wiped, there was fecal matter. Patient also stated that either they went many times a day or they didn't go at all. Patient reported that the urine leaking just started couple days ago,. They couldn't get to the bathroom fast, and today was worse. The agent walked the patient through connecting to the ins and reviewed increasing stimulation. Patient was able to connect and increased the stimulation to a comfortable level on the bike seat area. Patient was directed to monitor the issue and redirected to the healthcare provider (hcp) if it persisted. The patient also mentioned that they have an appointment with their hcp next week. On 2025-dec-19 additional information was received from the patient. They reported that the therapy still hadn't been working for their urinary incontinence, that they were leaking and they were to the point now where they didn't trust it unless they wore a pad because of the incontinence. Patient stated they would stand up and "it just floods." Patient had their external devices available and said they wanted to make a therapy change. Patient explained they only increased the stimulation up when they last spoke with patient services. Patient services walked the patient through connecting to their therapy settings and the therapy was on, on program 3 at .6 ma. Patient services reviewed therapy expectations as well as device description/function and programming and stimulation considerations with the patient and the patient opted to switch to program 4 and they increased up to .6 ma but they hadn't been feeling stimulation in the bike-seat, they were feeling it at the ins site. Patient continued up to .8 ma and didn't feel anything again. Patient services reviewed stimulation considerations again and the patient opted to switch to program 5 and increased up .8 ma where they confirmed feeling the stimulation comfortably in the bike-seat region. The patient also mentioned that the ins caused them pain/discomfort when they were laying down on it at night. Patient services redirected the patient to follow up with their managing healthcare provider (hcp) to discuss their therapy concerns and the pain/discomfort they were feeling at night when they were laying down. Patient mentioned at calls end they no longer felt the stimulation but noted they would monitor their symptoms now that a change had been made and reach out to their hcp to check the "mechanics" of the implanted system but noted they were going to continue to monitor their symptoms and make additional changes if needed to find good therapeutic relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they received a follow-up letter and it was very confusing stating it was a complaint, and they did not understand. They reported that they did not understand the question "what is the cause of the stimulation" as they called to adjust stimulation. The patient stated they would be seeing the doctor in a few weeks regarding the pain at the implant site. They reported that was most likely caused the issues and what steps would be taken included that they made an adjustment and would be seeing the doctor.